Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report (MFR report # 0003015876-2020-01733) indicates:serial # - (B)(6)

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The service agent determined that the cause of the reported issue was due to the system controller pcb assembly. After replacing the pcb and observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.